Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, a patient developed tass (toxic anterior segment syndrome). Additional information has been requested. There are seven medical device reports associated with this report. This report is the third of seven.

Manufacturer narrative:
Additional information was provided. Evaluation summary: the product was not returned. The lot number was provided. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the facility director, who reported that the patient developed floaters and decreased vision 1-2 days after surgery. The information provided indicated that the event resolved with treatment and or will resolve with treatment.